Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make an exposure. There is no report of injury or death associated with the event described in this complaint.